Event description:
The pt fell and broke 2 ribs. The pt was admitted to the hosp. The day after the fall, the pt was unable to walk and was not able to check if the deep brain stimulation units were on then. It was also not known if the devices were on at the time of the fall. Please see mrf. Report # 3004209178-2009-06703. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.